Event description:
The manufacturer received this device for evaluation from a distributor in (B)(6) for a report of "physical damage". Upon evaluation, the reported fault of physical damage was confirmed. There were exposed wires on the ac power cord. The root cause of this failure is typically due to the cord being exposed to forces beyond its intended design. The innospire elegance device is intended to provide a source of compressed air for medical purposes. It is to be used with apneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for children and adults. Labeling warns the user "it is recommended to have a backup device for respiratory delivery in case a situation arises when your nebulizer can not be used".this device meets all relevant ul and iec standards. This device is not labeled for life support. Based on the information available, the manufacturer concludes no further action is required.